Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set broke at the manifold. The reporter stated that the set broke in between the stopcocks, leaving one attached to one half of the set and the remaining two stopcocks attached to the other half of the set. This was reported to have occurred either during priming or infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and a broken part was observed in a 4 way large bore 3 gang stopcock assy. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.